Event description:
It was reported that the insulin pump had an unresponsive and stiff keypad. The blood glucose reading was 120 mg/dl. The customer stated that she was unable to push the buttons down completely, and her doctor was unable to do so either. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with a cracked reservoir tube lip and minor scratches on display window noted during visual inspection. No button response due to open connector on lcd board.